Manufacturer narrative:
Section a2,a3, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that non-preloaded monofocal lens had defective haptics. Additional information suggests that the leading haptic had a kink such that it wasn't rounded appropriately. This was withdrawn before full delivery. The second lens had the trailing haptic pop off once implanted in the eye due to use error. To address the issue, a third ar40e lens was centered and placed in the sulcus. No further information was provided.